Event description:
It was reported that balloon rupture occurred. A 7.0mmx40mmx135cm sterling balloon catheter was advanced for dilatation. However, during the second inflation at 3 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.